Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field of (B)(6) 2016. (B)(6). Results: bd had not received samples, but photos were provided by the customer facility for investigation. Photographs showed one tube broken in centrifuge. No samples were returned, so 20 retained tubes from the same lot number, were tested by sample draw and centrifugation. None of the retention tubes broke, and none of them exhibited cracking under their cap/stopper assemblies. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: unconfirmed complaint. Bd was not able to duplicate or confirm the customers¿ indicated failure mode with retention samples, the root cause is indeterminate.

Event description:
It was reported that several glass bd vacutainer® citratetubes with a lt. Blue bd hemogard¿ closure, are breaking during centrifugation. No serious injury, blood to mucous membrane exposure or medical intervention was reported.